Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was trailing for a attune cr sz 8 right femur. He then inserted a tibial tray with poly trial (free floating trial) and put the knee into extension. While doing this, the femoral component seemed to be flexed. Surgeon pushed down on the knee to see if the femoral component would roll out of flexion but instead a posterior condyle on the femoral trial snapped. This occurred with 2 separate trials - which ended in a 10 minute delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.